Manufacturer narrative:
The component subject of the event was sent back to the supplier for further investigation. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that prior to a patient procedure, the monitor to their hexavue ip integration system was not displaying video. No report of injury.